Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device didn't deliver insulin properly 2 days ago. Patient stated he noticed the issue when he tested his blood glucose level. Patient reported the infusion device didn't give any alarm/error. Patient stated the meter gave a result of 'hi'; it was around 600 mg/dl. Patient reported he changed the infusion set, the battery and the insulin cartridge but the issue persisted. Patient stated he had to return first to injection therapy and then switched to his back up infusion device with an infusion set from the same box. Patient reported he had to take 30.0 units of insulin to lower his blood glucose level. Patient's normal blood glucose level was not provided. Patient stated he noticed that the piston rod on the infusion device seemed to be blocked during extension. Patient remains on his backup infusion device without any problem. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.